Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr's am fasting blood sugar test was 112 mg/dl. An hour later a venous blood draw was done at the lab, with a test result of 154 mg/dl. A control solution test was out of range, but rptr could not remember the numbers. Rptr's did not have any symptoms. No harm was alleged.